Event description:
Reportedly, cardiac surgery was performed on (B)(6) 2018. On (B)(6) 2018, right ventricular oversensing with inadequate shock delivery occurred. The right ventricular lead was replaced and not returned for analysis. Preliminary analysis on available data could not confirm the reported event and did not reveal any device malfunction.

Event description:
Reportedly, cardiac surgery was performed on (B)(6)2018. On(B)(6)2018, episodes of right ventricular oversensing with inadequate shock delivery were observed. The right ventricular lead was replaced and not returned for analysis. Reportedly, the cardiac surgery most probably led to the damage of the lead. Preliminary analysis confirmed the reported event: from arrhythmia and therapy history, 4 shocks were delivered after the cardiac surgery. However, none of the shock episodes was stored in the device memory in the file provided. Preliminary analysis on available data did not reveal any device malfunction.

Manufacturer narrative:
Please refer to the attached analysis report. - attachment: [20180723 - file-2018-01649 - analysis_and_closure_report_resp-2018-01033 .pdf].

Event description:
Reportedly, cardiac surgery was performed on (B)(6)2018. On (B)(6)2018, episodes of right ventricular oversensing with inadequate shock delivery were observed. The right ventricular lead was replaced and not returned for analysis. Reportedly, the cardiac surgery most probably led to the damage of the lead. Preliminary analysis confirmed the reported event: from arrhythmia and therapy history, 4 shocks were delivered after the cardiac surgery. However, none of the shock episodes was stored in the device memory in the file provided. Preliminary analysis on available data did not reveal any device malfunction.